Event description:
A patient called in 2/2002, alleging their fasttake meter was inaccurately low. A few days before date of this report, patient began to get low readings on patient's fasttake meter in the afternoons. Patient is pregnant and is testing "over 20 times a day." Patient is type 1 diabetic and takes insulin based on results. Patient had a routine appointment with their doctor. Patient took meter with them to the appointment. Patient stated before their appointment they became hungry and ate half a sandwich, vegetable salad and half a glass of milk before leaving at 3:00pm. At 3:30pm, patient tested on their fasttake meter and received 32 mg/dl. Immediately thereafter, patient tested on doctor's fasttake meter and received 140 mg/dl. No treatment or medication change by doctor. Due to low result on their meter, patient had a carton of milk. At 6:30 pm patient tested on patient meter again and received 277mg/dl. Patient had not eaten anything after drinking the milk. Based on this result, patient took 6 units humalog. Patient tested again at 10:00pm, received result of 183 mg/dl. Patient felt it was low enough to have dinner. At 11:00pm, pt took 34 units of lantis per their bedtime routine. Normally, patient gets low readings in the early morning, between 3am and 4am. Patient's doctor loaned patient a one touch ultra meter until their fasttake was replaced. No further information has been reported.